Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was noted on keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has broken reservoir tube lip, cracked battery tube thread and minor scratches on the display window noted during our visual inspection.

Event description:
The customer reported via phone call that the insulin pump's up button was intermittently responsive. The customer's blood glucose was 277 mg/dl. The customer stated that the insulin pump was being set up for a bolus, and the up button was not working so she had to use the down arrow button instead. The customer noted that she had a cold, which does raise her blood glucose. She advised that she had treated with a bolus. The customer did not observe any significant events leading up to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer stated that she would continue using the insulin pump because she did not have a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.